Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with chest pain and shortness of breath. The patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.